Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health inc., or its employees that the report constitutes an admission that the product, auris health inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that reported that the navigation was not matching up with the cios spin and was ~30mm off from the target but the case was completed successfully. A pneumothorax was discovered post-op and the patient was not admitted but a chest tube was placed. Chest tube was removed same day and the patient went home same day. There were no faults or issues reported with the monarch system and the physician is not attributing the event to the monarch.

Manufacturer narrative:
Log and video investigation was performed. The reported pneumothorax cannot be tied to any malfunction or defect of the system that occurred during the procedure. The root cause of the reported issue cannot be traced to monarch system as the video and log investigation cannot confirm the occurrence of pneumothorax during procedure. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident.